Event description:
Paramedics responded to a person in cardiac arrest. The pt was connected to the pt in AED mode with disposable defibrillation/ECG electrodes and the analyze button was pressed. According to the reporter, the device shut down twice while charging. The device was switched to manual mode then subsequently operated properly. No adverse affects to the pt were reported as a result of the alleged malfunction.